Event description:
While using the gemini device, when it was opened, it wouldn't close. We opened 2 devices with the same lot number and they wouldn't close either. Was able to continue the surgery and there was no harm to the patient.